Event description:
Pt reported low blood glucose (15 mg/dl) that was successfully self-treated at home. Pt noted that the keypad buttons were intermittently unresponsive and backlight was not functional.

Manufacturer narrative:
The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The pt noted that the keypad issue began 2 days prior to the low blood glucose event. He continued to wear the pump for insulin delivery. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.